Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID 8785, lot# n531232, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump found no anomaly.

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient was having withdrawal symptoms and a catheter study was done that determined it was not delivering medication. Therefore a catheter revision was done and it was noted that the pump was dislodged from its placement and flipped. The catheter was compromised and the catheter was removed and replaced. A motor study was done and the pump was not working therefore the pump was replaced as well. In regard to any environmental/external/patient factors that may have led or contributed to the issue was noted as that patient was not compliant and was flipping pump in pump pocket. A motor study was done and a catheter dye study was performed. The device was explanted on (B)(6) 2016. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The medication was not being delivered because the catheter was kinked from it being twisted while attached to the pump by the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.